Manufacturer narrative:
Additional information was requested and the following was received: mesh was implanted in 2012. Partial mesh recovered was performed twice. On (B)(6) 2018, the mesh was completely removed due to recurrent extrusion and pain. The patient has lichen sclerosis and a factor 5 clotting deficiency. The patient was seen for follow up on (B)(6) 2018 and is currently symptom free, but wet. The patient believes removal has cured her lichen sclerosis. No additional information is available.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial approach for the index surgical procedure? The patient demographic info: age, weight, bmi at the time of index procedure any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event did the patient's condition improve after the device was completely removed?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced recurrent extrusion, chronic pain, fibromyalgia symptoms and vaginal bleeding. The device was completely removed on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.